Event description:
The impedance measurements were 98 ohms with electrodes 1 and 2 since the ins was replaced. Since the cause of the low impedances were not fully understood the device was not switched on. The problem is with either the extension or lead. The patient was going to be readmitted for investigation and replacement of either the lead or extension. The replacement surgery has not been scheduled yet. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0207666150, implanted: (B)(6) 2013, product type: adapter. Product ID: 33 8728, lot# b0485929k, product type: lead. Product ID: 338728, lot# b0485930k, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), product type: extension. (B)(4).